Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse repeated the patient samples five times and a random sample ten times for precision tests. The precision check resulted within range. The cause of the discordant, falsely elevated cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin results were obtained on two patient samples on a dimension exl with lm instrument. The initial results were reported out to the physician(s), which were questioned. Patient sample ID: (B)(6) was given sublingual nitro glycerin. Patient sample ID (B)(6) repeated the same sample on the same instrument resulting similarly. The customer tested redrawn samples from both patients, resulting lower. The customer repeated the original samples on the same instrument, resulting lower for both patient samples. A corrected report was issued to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated cardiac troponin results.